Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated an r-wave amplitude measurement issue. Between (B)(6) 2014 and (B)(6) 2016, r-wave amplitude varied between 1mv and 31.625mv. Analysis also indicated oversensing. Beginning (B)(6) 2016, non-sustained ventricular tachycardia episodes with evidence of rv lead noise oversensing are observed.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting short ventricular intervals, noise, high thresholds and inhibited pacing resulting in near-syncopal episodes. The lead was capped and a different lead was activated to provide pacing and sensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.